Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter. It was stated ¿foreign material like bond was found on the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample and photo was available to bd for evaluation. A quality engineer was able to inspect the returned sample and determined that there was an epoxy splatter on the hub of the needle thus verifying the reported issue of foreign matter on the needle. Epoxy can build up on the outside of the needles when a needle falls off of a rack and onto another one leaving uncured epoxy on the hub. Bd has taken steps to prevent this from occurring by retraining operators in regards to inspecting for epoxy issues, modifying the line to prevent misassembled needles from accumulating on the belts and other needles and finally by revising the instruction used for epoxy application to assist the operators in adjusting the adhesive camera which was used to adjust the epoxy location. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula.